Event description:
Unomedical reference number (B)(4). Event occurred in the spain. It was reported that patient faced two infusion set cannula fell off events on 20 mar and 29 mar, 2024. Events occurred within few hours of use. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Device 1 of 2. E1: patient country: spain.